Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 51mg/dl. The customer was treated with carbohydrates. The customer declined the troubleshooting for low blood glucose. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device was received with cracked reservoir tube lip, missing end cap sticker, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked. (B)(4).